Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a big fall and it messed up the stimulator, stimulation was now in her lower legs since the fall. The patient stated she had seen her doctor and was scheduled to see the manufacturer representative for programming. The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was reprogrammed and they were able to regain coverage where the patient needed it; it was noted that the patient was doing well. The patient's weight was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the stimulation in lower legs after a fall has been resolved but now going back down to her legs. The patient reported that she had a fall 5 weeks ago and that was why she hadn¿t done anything about it. No further complications were reported.